Event description:
It was reported to boston scientific corporation that both an uphold vaginal support system and a solyx sis system were implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-02314 pertains to the other device.